Manufacturer narrative:
User facility report: (B)(4) was received 05oct2021. This event was initially reported under the heartmate 3 lvas implant kit, serial number (B)(6). However, no issues were noted with the ventricular assist device (vad). The event of unknown alarms and equipment exchange will be reported against the system controller. Section d. Suspect medical device has been corrected to reflect this. Section d4: serial number, lot number, and expiration date data provided in previous report are not applicable. Additionally, the section h4 device manufacture date provided in previous report is not applicable. These fields are unknown as the serial number of the system controller was not provided. Manufacturer's investigation conclusion: the reported event of ¿vad alarms¿ was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event and the controller were asked multiple times and no responses were received, and the nature of the reported alarms was unable to be determined. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while at the beach the battery pack became wet while the patient was standing knee deep in the ocean. The patient went to the emergency department of an outside healthcare facility due to alarms. No dysfunction of the ventricular assist device (vad) was noted. Items were replaced by the vad team.